Event description:
It was reported that the insulin pump is over delivering. Caller stated that the customer's insulin pump delivered 16 units that they did not programmed, and also had excessive no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.